Manufacturer narrative:
On 11/20/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune reaction, pain. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5089643. It was reported that a (B)(6) caucasian female patient underwent an unknown surgery with mentor smooth round moderate plus profile 350cc saline breast implants which the patient reported right breast pain, then chest pain, then shortness of breath. Patient indicated that she wonders if she have fibromyalgia. As a result patient is scheduled for removal on (B)(6) 2020. This report is for the right side.